Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "deflation/ruptured". Device has been explanted and replaced.